Event description:
Customer reported an rh mistype when testing a patient sample on the echo. The sample is being called rh positive by the echo but the image appear negative. Weak d testing on the instrument resulted negative.

Manufacturer narrative:
Review of the batch files shows that the unexpected positive reactions seen in the d1 and d2 are due to accumulations of red cells in the wells that should be negative. Weak d testing performed as expected. A service call was made. Performed the echo unexpected reaction checklist to verify all functions are operating within specifications. Camera was adjusted for optimal values. Performed shake gap optimization. The system was tested and performed within specifications with no problems observed.